Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use the device leaked from a cracked hub; the device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) was unable to confirm the reported crack and leak in the hub as the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reported information, av conducted root cause analysis and determined the most probable cause was potentially related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.